Manufacturer narrative:
Touchscreen issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button is intermittently not functional. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the touchscreen appears dimmer making it difficult to see. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.